Event description:
A report was received via FDA's medical products reporting program that a pt experienced fusarium keratitis, while using renu with moistureloc multi-purpose solution for dry eyes. The pt saw her primary care dr for her condition in 2006. That same day, she was referred to a corneal specialist and was prescribed vigamox. The corneal specialist performed a culture. When the culture results came back positive, she was given natacyn drops, four times daily. The pt also underwent four corneal debridements. The pt stated, she is doing much better and she has most of her vision. She also reported having a scar and an astigmatism, which requires a new glasses prescription. The pt also reported that, she used renu with moistureloc at work, but used a different unspecified contact lens solution at home.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.